Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event described as "tip of needle was rough, not polished correctly" during implantation in unknown eye. Surgery was completed with the same xen®45 gts.no eye injury noted.